Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-16025. It was reported that the patient experienced inappropriate therapy and presented in the emergency room. Upon interrogation, it was noted that the device detected several inappropriate ventricular tachycardia and fibrillation episodes in addition to non-sustained right ventricular (rv) over-sensing episodes. It was also noted that there was noise on both the atrial and rv leads, which caused the device to deliver therapy. During the revision procedure, when explanting the rv lead, it separated both distally and proximally to the superior vena cava (svc) coil; the coil could not be removed because it was suspected to have grown into the svc wall. The physician believed that the noise was related to clavicular crush. Additionally, there was significant blood loss during the extraction of the leads, so the system were replaced at a later date. The patient was in stable condition throughout.

Manufacturer narrative:
Analysis found that a complete lead was returned in two pieces: the connector portion measured 15.5 cm and the distal portion measured 52.0 cm. The reported event of noise was confirmed. Visual examination found an external insulation abrasion at 7.7 ¿ 8.3 cm from the connector pin breaching the outer insulation at the proximal region of the lead. The cause of noise was due to external insulation abrasion which is consistent with friction to the device can. The reported event of clavicle crush was not confirmed. Other damages are consistent with procedural damage.